Manufacturer narrative:
No evidence of a thermal event was observed. The device temperature did not exceed 40°c. The maximum allowable temperature for the device is 40°c, indicating the device stayed within the allowable range. The screen was observed to be damaged. It cannot be determined when this damage occurred.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) gets hot when being charged.